Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300 (mg/dl) range. Reportedly, the customer was not sure of the cause of the high bg; however, the customer believes it is due to the tandem pump, as his bg levels have been in target range when he uses his non-tandem pump for therapy. The customer reverted to his non-tandem pump for therapy, therefore no troubleshooting was able to be performed. Tandem technical support advised the customer to reach out to their clinical diabetes specialist to work towards a resolution, the customer acknowledged. Customer delivered a bolus via the pump to stabilize bg level.